Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) levels with a highest bg of 401 mg/dl and a lowest bg of 56 mg/dl. The high was treated with a manual insulin injection and corrective dosing on the ilet, while the low was treated with food. No medical intervention was required.